Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a type ib endoleak on the right limb. The patient received bilateral limb extensions and endoanchors to the proximal neck as a prophylactic measure. Per the physician the cause of the event was that the vessel dilated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.